Manufacturer narrative:
(B)(4).

Event description:
The customer reported that beds kept dropping from the central station and losing bed labels. Per communications with the fse, this was related to the 2018 adt reboot issue. There was no patient incident.